Event description:
The customer scanned a pt in the coronal position in CT. The images were sent to pacs in the anatomical position. They were viewed and verified on techs work stations correctly, but viewed "upside down" on radiologist's monitor. There was no reported pt injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record, and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Software will be updated to increase the visibility of the image orientation marker with square border and provide two add'l markers on north and west sides of the images. (B) (4).